Manufacturer narrative:
Add code: 925, 4582, 3196, 2199.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was approximately 400 mg/dl. Reportedly, customer continued to use pump for insulin therapy.